Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent damage occurred. When the 3.00x20mm taxus liberte drug eluting stent (des) was taken out of the package, it was noticed that the stent struts were broken. The device was not used and the procedure was successfully completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.